Event description:
The user facility reported to terumo cardiovascular systems that pre cardiopulmonary bypass the pump head was cracked and leaked during prime. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4). Conclusion not yet available. Eval in progress.